Event description:
It was reported the patient received the following results within 15 minutes: "10 mg/dl" (accu-chek guide system), "lo mg/dl" (less than 20 mg/dl; accu-chek guide system), "11 mg/dl" (accu-chek guide system), and 161 mg/dl (unknown accu-chek system). The patient was in the hospital, but the cause of the hospitalization was unknown. The blood glucose results were taken from the hospital's blood glucose monitors. The patient was treated with unknown food, drink, and an injection of 30% glucose to increase the blood glucose levels. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (unknown accu-chek system), is related to case with patient identifier (B)(6) (accu-chek guide system).